Event description:
The patient wore the pod on the back for approximately 5 to 25 hours. During use, the patient's parent reported rising blood glucose (bg) levels and ketones measured at 0.8; units were not specified by the reporter. A backup fingerstick confirmed a bg of 23 mmol/l (414 mg/dl). Due to the elevated bgs and ketones, the parent removed the pod, administered a manual insulin injection, and closely monitored the patient. While reporting the issue, the parent noted that the patient¿s bg continued to rise, prompting the decision to seek emergency medical care. The patient presented to the emergency room for approximately 3 to 4 hours with hyperglycemia. The pod was not worn during medical attention. Once bg levels decreased and a new pod was applied, the patient was discharged. Upon pod removal, the cannula was visible and observed to be bent. The parent declined to provide additional medical details during follow-up and requested no further contact regarding the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.